Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to have dislodged. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the device was reprogrammed and the patient does not have any symptoms related to the dislodgement. At this time, there is no procedure planned.